Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a double disconnects of power sources occurred due to the patient confusion. The patient is suspected of having dementia. It was also reported that a controller fault alarm occurred due to the depletion of the internal battery. The alarm was permanently turned off. It was noted that when the no power alarm went off, the controller fault alarm was reactivated in which it had been previously turned off in a previous incidence. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power-up events, with associated motor start events, logged on (B)(6) 2024 at 13:56:11. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 47% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after first loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for 18 seconds. No anomalies were recorded leading up to the loss of power. Additionally, review of the alarm log file revealed two (2) controller fault alarms logged on (B)(6) 2024 at 14:33:37 and on (B)(6) 2024 at 13:47:54, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarm and controller loss of power events were confirmed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarms may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.